Manufacturer narrative:
The field service engineer replaced the waste and sipper nozzles, pinch tube, dilution vessel, and all electrodes. He performed ise checks and repeatability testing that was acceptable. Afterward, the customer reported no further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable high sodium results from the cobas pure c 303 analytical unit compared to a cobas b221 analyzer. The result from the cobas b221 was 141 mmol/l. The result from the cobas c303 analyzer was 149 mmol/l. The questionable result was not reported outside of the laboratory.